Event description:
During a bilateral blepharoplasty minor surgical procedure on a patient, a burtonoutpatient plus light was reported to have malfunctioned, resulting in loss of light and an electrical fire. There was no information supplied as to the light's model, serial number or lot number. Furthermore, there was no specific information as to location of the electrical fire (light or room?).

Manufacturer narrative:
Device not returned for evaluation. End user did not provide specific information on nature of malfunction other than there was an electrical fire.